Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: g3; h2; h6 and h11 corrected field: h8 the device was not returned to olympus for inspection. However, technical assistance center (tac) provided remote troubleshooting about not getting the video signal from the secondary source. Tac asked the customer to check the video cable and the cable was loose. The customer secured the cable and the issue was resolved. Troubleshooting was able to resolve the reported allegation. There was no problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no image. The event occurred during set up / inspection for use. There were no reports of patient involvement.